Event description:
The hearing performance of the patient has declined since the last fitting session. The patient reported that the sound stops and becomes lower when he moves the head. The patient will be reviewed in 3 months.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.